Event description:
The test strips failed to pass during quality assurance test on day 3 or 6 cycles in oer (olympus endoscopic reprocessor). The aldahol was dumped and fresh aldahol was placed in oer. A different lot # of strips was used and passed.